Manufacturer narrative:
Isi received the illuminator involved with this complaint and completed the device evaluation. Failure analysis was able to reproduce the customer reported failure mode. The illuminator was installed into a test system and it failed to power up and had error 297. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system faulted with a non recoverable error 297. The customer attempted to power cycle the system with no success. The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to cycle the system power, verify power cords connections, and that the power switch was in the on position for the illuminator. The system was powered on but the issue persisted. Further troubleshooting was attempted but once again the system faulted with an error 48238. At that time, the customer made the decision to complete the procedure using a third party illuminator. There was no report of patient harm, adverse outcome or injury. Isi followed up wit the customer and obtained the following additional information: the customer confirmed that the issue occurred during a da vinci assisted procedure. The customer attempted to troubleshoot the issue the isi tse, however the issue recurred. The customer then completed the procedure successfully using a third party illuminator with no patient harm. An isi field service engineer (fse) was dispatched to the site and confirmed the customer reported event. The illuminator was replaced to resolve the issue. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site.

Manufacturer narrative:
Isi received the illuminator involved with this complaint and completed the device re-evaluation. Failure analysis was able to reproduce the customer reported failure mode. The illuminator fuse was blown and was replaced. Additionally, the illuminator unit was cleaned.